Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Additionally, patient has high impedances on their lead. Surgical intervention may take place at a later date to address these issues.

Manufacturer narrative:
Updated a4- patient weight the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the ipg was repositioned, and the lead was explanted and replaced to address the issue.